Manufacturer narrative:
The reported tissue necrosis, which caused patient hospitalization and necessitated medical intervention to avoid serious complications, was assessed as a serious injury with a possible, although not established, relationship to the coolsculpting procedure. Diligent efforts have been made by allergan to gather more information on the device information and system logs, but no additional information has been received to date. Zeltiq (now allergan) was initially made aware of the reportable event on 12/19/2017, and an initial attempt to submit this MDR was made on 01/31/2018. However, due to transmission issues, this MDR is being re-submitted. Cdrh was notified on (B)(4) 2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On (B)(6) 2017, allergan received report from a treatment provider that a patient received 6 coolsculpting treatments to the upper and lower abdomen and bilateral flanks on (B)(6) 2017 and had presented with redness, warmth and pain on the treated areas 4 days after treatment. The patient was prescribed clindamycin 300mg tid for 10 days, and bactroban topical ointment to be applied to the affected area every 8 hours for 3-5 days. On (B)(6) 2017, the patient was subsequently hospitalized for a fever of 103 degrees. He remained in the hospital for five days and was treated with IV antibiotics, pain medication, and steroids. A biopsy was performed and showed non-bacterial tissue necrosis.